Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that and abnormality of the power environment or the peripheral equipment side such as the system, or connection failure of the endoscope could have temporarily caused the subject event. The following information is stated in the instructions for use (IFU): ¿the operation manual chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction. Information regarding cds (cleaning, disinfection and sterilization) was inadvertently missed in initial report. The cds for subject device was performed using oer-5 reprocessor.

Event description:
The customer reported to olympus, when the evis lucera elite bronchovideoscope was used in combination with the video processor, an image appeared on the monitor for a moment after the power was turned on and then the screen blacked out. The issue occurred during preparation for use for diagnosis and observation procedure. The patient was not under general anesthesia. The endoscopy procedure was completed with a different scope without any delay. When the subject device was connected to a different processor of the same model, the issue did not occur. Also, the video processor worked as intended when used with an endoscope of a different model number. So, the customer wanted to verify the device combination. There were no reports of patient harm. This report captures the complaint on evis lucera elite bronchovideoscope. Patient identifier (B)(6) captures the complaint on video processor (model: cv-1500 ; serial number: (B)(6)).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of "image appeared on the monitor for a moment, then blacked out" was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.